Event description:
The device was used during a bowel resection procedure. Reportedly, the staple line was incomplete. The surgeon applied another instrument to complete the procedure. The surgeon resected add'l tissue.

Manufacturer narrative:
1/22/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.